Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("severe discomfort"), genital haemorrhage ("abnormal bleeding "), metrorrhagia ("changes to menstrual cycle "), bladder disorder ("bladder problems ") and mental disorder ("psychological problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, medical device discomfort, genital haemorrhage, metrorrhagia, bladder disorder, hormone level abnormal and mental disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, hormone level abnormal, medical device discomfort, mental disorder, metrorrhagia and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("severe discomfort"), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), bladder disorder ("bladder problems") and mental disorder ("psychological problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, medical device discomfort, genital haemorrhage, menstrual disorder, bladder disorder, hormone level abnormal and mental disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, hormone level abnormal, medical device discomfort, menstrual disorder, mental disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 1-jun-2020: this case will be deleted from bayer pv database because this is a duplicate from 2020-076141 case based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("severe discomfort"), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), bladder disorder ("bladder problems") and mental disorder ("psychological problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, medical device discomfort, genital haemorrhage, menstrual disorder, bladder disorder, hormone level abnormal and mental disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, hormone level abnormal, medical device discomfort, menstrual disorder, mental disorder and pelvic pain to be related to essure. Amendment: the report was amended for the following reason: only reference number added, case still valid for deletion. This case will be deleted from bayer pv database because this is a duplicate from (B)(4) case no new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.